Manufacturer narrative:
The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of instrument and reagent history confirmed that the analyzer was newly installed, with installation qualification and operational qualification completed successfully. Calibration and quality control data were within expected ranges, and no significant alarms were reported. The investigation identified a sample-specific discrepancy as the likely cause of the reactive result. Single false reactive results may occur due to the assay's specificity, as outlined in the method sheet. Comparative testing at another facility using the same assay yielded a similar reactive result, while testing on a competitor system produced a non-reactive result. Confirmatory testing was recommended, but results were not available at the time of this report. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas e411 disk analyzer. The patient sample was initially tested on (B)(6) 2024, yielding a result of 4.06 coi (reactive). A re-run of the same sample on (B)(6) 2024 also yielded a result of 4.06 coi (reactive). The sample was subsequently tested at another facility using the elecsys anti-hcv ii assay, which produced a result of 3.80 coi (reactive). Testing of the same sample on a competitor system (abbott) yielded a result of 0.07 s/co (non-reactive). The sample was sent for confirmatory testing at a separate laboratory, but no results from the confirmatory testing were available at the time of this report. No patient results were reported out of the laboratory.